Event description:
A leak on the arterial pbe monitor line. Ebl =30-50 cc. The acutal complaint sample was discarded at the time of the incident. No patient injury or need for medical intervention is reported. This MDR is filed for blood loss only.